Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is distorted, hard to read and the touch screen goes blank. The customer stated there was a patient on this unit when this issue occurred. There was no patent harm or injury.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim) and the reported black screen was duplicated. The root cause of the reported issue is isolated to a corrupted boot loader. This reported issue will be tracked and internally investigate the situation.